Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Device manufacture date: unknown. UDI#: (B)(4).

Event description:
It was reported that the healthcare provider received a dirty needle stick injury when the safety shield on the 25 g x 1 in. Bd eclipse¿ needle popped off during activation. The healthcare worker received post exposure lab work.